Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 108mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage at keypad traces. No button error alarms were noted. The insulin pump was programmed with a test transmitter and a glucose sensor simulator. The sensor feature was working properly. The insulin pump was received with a cracked case at display window corners and battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.